Event description:
During dissection with microdebrider a portion of the blade snapped off - was cleaning ethmoid bone on left side. Bone was not extremely hard or inflamed. Dr was able to retrieve all of metal without difficulty.